Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette. The hp was connected at the time of the event. This occurred during drain two of two of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The caregiver (cg) stated the hp saw bubbles in the patient line. Renal therapy services explained the possible causes and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information was available.